Manufacturer narrative:
The occupation is patient.

Event description:
The customer stated they received discrepant inr results from coaguchek xs meter serial (B)(4) during training. At 04:01 pm the result from the meter was 4.8 inr. At 04:03 pm the result from the meter was 3.2 inr. There was no adverse event. The customer's warfarin dose was withheld through (B)(6) 2018. The customer was passing blood in the urine that was caused by a kidney stone but there was no allegation against the meter. The customer was not anemic, no heparin, no antiphospholipid antibodies, no lupus, and no direct thrombin inhibitors. The customer has had no changes in diet, no illness, no new medications, no other blood thinners, no bleeding, and no bruising. The customer had not changed his warfarin dose. Normal range 2.5-3.5 inr the meter had not been cleaned. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.